Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost effective stimulation after being involved in a car accident. X-rays were taken and confirmed a fracture in one of the lead tails. Surgical intervention may be pending to address the issue.